Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two samples from the same patient tested with the elecsys hcg + beta test system on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The first sample was tested on the e411 analyzer, resulting with an hcg+beta value of 343.3 miu/ml (positive). The sample was repeated on an abbott architect I 2000 sr, resulting with a value of < 1.20 (no units provided, negative). The sample was repeated using an unknown hcg+beta qualitative test, resulting as negative. The sample was also sent to another site for testing on a vitros analyzer, resulting with a value of < 2.39 (no units provided, negative). The second sample was tested on the e411 analyzer, resulting with an hcg+beta value of 112.9 miu/ml (positive) on 12-aug-2020. The sample was repeated on an abbott architect I 2000 sr, resulting with a value of < 1.20 (no units provided, negative). The sample was repeated using an unknown hcg+beta qualitative test, resulting as negative. The sample was also sent to another site for testing on a vitros analyzer, resulting with a value of < 2.39 (no units provided, negative). The e411 analyzer serial number is (B)(4).